Manufacturer narrative:
Product event summary #does not meet reporting criteria. Hence not reportable in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis session, a crack was observed on the device's arterial luer adapter. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis session, a crack was observed on the device's arterial luer adapter. The adapters were tightened by hand and the cleaning agents utilized were allowed to dry thoroughly prior to applying ointments to the area. The catheter was replaced with the same model of device as their intervention and it was implanted. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the device was received with a crack on the side of the devices connector. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the crack in the connector may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.